Event description:
Consumer alleges he was driving the wheelchair in his garage when the bolt supporting the left arm allegedly broke and the arm allegedly collapsed allegedly causing the consumer to fall out of the chair.

Manufacturer narrative:
Returned parts not broken.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he was driving the wheelchair in his garage when the bolt supporting the left arm allegedly broke and the arm allegedly collapsed allegedly causing the consumer to fall out of the chair.